Event description:
The customer contacted baxter's technical services center regarding a system error (se) 2240/2367 alarm, which occurred on the home choice (hc) during dwell 6 of 6. The caller cycled power and cleared the alarms prior to calling and tried to re-prime with same supplies. The baxter technical service representative (tsr) told caller to disconnect and discard supplies after discovering heater bag connection was loose, told caller he should never be connected during prime. The caller will call the registered nurse (rn) about missed therapy and being connected when air detect alarm occurred. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient line did not become separated from the transfer set. The patient did not disconnect any time prior to the alarm. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the hp would complete therapy with new supplies. The solution to this issue as provided over the phone and swap of the device was not necessary. There was patient involvement but there was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.